Manufacturer narrative:
No further information was received from the user despite making several follow up attempts. No further investigation was found necessary. Removal status cannot be confirmed due to non-response from the user. D4. Device information was updated. H4. Device manufacturer date was updated to 17 march 2021.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 14th september 2021, senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.